Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to having a protruded/loose drive support disk. No compromised force sensor system alarm was noted. Device had a scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the infusion set and reservoir were changed and after doing the rewind, the insulin pump alarmed compromised force sensor system. Blood glucose value was 12.7 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.